Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was friday night the pts controller no longer turned on. Patient plugged the controller into the ac power supply and left it plugged in for a couple hours and the controller still did not turn on. Patient did not have their equipment with them. Patient will call back with equipment for further troubleshooting. Pt called back and now has equipment with them. Pss helped pt reset controller, and they report the screen is now on. Pt set up for implant, and will charge controller up and will then use it to charge ins. Pt is worried it wont work and they will be in pain. They will call back if issue is not resolved. Pt called back escalated and stated that the controller is still not working and is demanding that we overnight another a new controller and battery pack. Caller stated that screen is still blank and unresponsive. Caller stated that they inserted the alkaline batteries in the controller and it powered on, however they are not able to charge this way. Caller stated they do not like our hold times nor our process and don't understand why we can't replace this for them when they paid a lot of money for the implant. Agent asked caller to provide the battery pack model and serial # and caller stated they do not have it. Agent offered to call back and again caller is escalated stating they shouldn't have to provide that in order to process this request. Caller stated that they are out of town but will be home tomorrow (saturday we are closed). Caller stated this is their third time calling and shouldn't have to suffer anymore. Agent offered to make exception and place request for controller and battery; sent email to repair. Agent reviewed with caller upon receipt they will need to charge the controller, then charge the implant, then pair the controller. Caller stated they will return the faulty equipment right away monday. Caller stated that the fidelity (of the intellis controller) seems very low in comparison to the implanted device. Caller stated that the external equipment is like their "grandfather's garage door opener from the 80's and they are using it to operate a very sophisticated internal device with". Caller stated when they handed this to them in the hospital at the trial they thought "what the hell is that!" Caller is wondering if we will ever update the technology to smart phones as most medical devices are. Caller asked about risk of device hacking. Agent reviewed information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.